Event description:
This is for (B)(6) by coopervision. Lot #122430000006002. Unlike my previous lenses, I have constant problems with these lenses being defective and causing abrasions in my eyes. They become warped, don't sit well, and cause pain in the eye that stays when I take out the lens. They often tear while in the eye. This company obviously does no effective quality control of their lenses, as evidenced by the many problems they have had and the bad reviews by customers online. I suspect that any effected testing would show that no one should be putting these lenses in their eyes.